Event description:
The surgeon implanted a cc4204bf collamer plate lens but it tore while being inserted. The lens was removed with no pt injury or complications. The nurse stated it was unk as to why the lens tore. An msi-pf injector and an sfc-25 fp cartridge were used but the nurse was unable to recall the lot numbers, nor any pt info.